Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred at the beginning of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Evaluation of the returned cycler determined that the alarm was caused by a loose pinch valve component. The cycler alarmed appropriately. This appears to be a random isolated mfg assembly error. There have been no other similar problems identified. Occasional alarms during hemodialysis treatment are expected and should not result in a blood loss if the device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.